Manufacturer narrative:
Additional information received on 02 february 2017 and includes: pathogen results are not available. Batch reviews performed on 20 february 2017. Lot 163837: (B)(4) items manufactured and released on 15 september 2016. Expiration date: 2021-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 151903 (k072857), (B)(4) items manufactured and released on 09 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø28x52, code 25060.2852, lot. 131481 (k091967), (B)(4) items manufactured and released on 12 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and revised the cocr head, bipolar head, and stem. The surgery was completed successfully. X-rays and explants are not available.